Event description:
Device malfunction: stent came off balloon. Time of malfunction: during the procedure in2006. Symptoms/ae: required a 2nd stent was used to crush the 1st stent in the lesion. Time of symptoms/ae: during the procedure in 2006. It was reported that during the treatment of a heavily calcified renal artery (off label use) the stent delivery system (sds) was pushed past the lesion and when pulling the sds back into the lesion the sds caught on some calcification and the stent came off the balloon. The stent was in the middle of the lesion. A second stent (5x18 herculink plus) was used to crush the dislodged stent in the lesion and to completely cover the lesion. The physician stated the patient is doing fine, there were no effects. A 4x20 viatrac balloon was used for pre-dilatation. No additional information was available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the herculink plus was returned with dried blood and contrast visible on the balloon and in the shaft. The stent was not returned with the device. There were crimp marks from the stent visible on the balloon surface between the markers. The balloon was returned tightly folded. The rx notch was torn distally for the length of 14.4mm. There were no other anomalies on the device to report. Using a laser micrometer; the balloon outer diameter (od) was measured at six locations starting from the distal end working down to the proximal end. The balloon was inflated and it was verified that the rip in the rx notch did not penetrate into the inflation lumen. The balloon inflated normally. Quality engineering reviewed the incident information and the analysis of the returned devices. It was reported that during the treatment of a heavily calcified renal artery (off label use) the sds was pushed past the lesion and when pulling the sds back into the lesion the sds caught on some calcification and the stent came off the balloon. The balloon catheter was returned for lab analysis, but the stent was not. Lab analysis results indicate that the stent had been crimped on the balloon prior to dislodgement - evidenced by crimp marks visible on the returned balloon. The device was still functional - evidenced by normal inflation of the balloon in the lab. Six od (outer dimensions) were taken across the length of the tightly folded returned balloon - all six measurements were well within the maximum od specifications which indicates that the balloon itself was nominal in its ods. The rip in the rx notch is not meaningful to the dislodgement issue, but even with the rip in the notch the balloon was still functional. Based on the lot history report (lhr) review and the lab results, there is no indication that the device failed to meet its associated specifications. The device should not have been "pushed" past the calcified lesion, when the physician first noted resistance in advancing the sds, he should have stopped and removed the entire system as a single unit in order to preclude further problems and possible dislodgement. As the physician attempted to pull the sds back across the lesion, the stent dislodged on some calcification. Although no conclusive determination can be made, the most probable cause for the stent dislodgement is user error (not following the IFU warning "should unusual resistance be felt at any time during stricture access or delivery system removal, the introducer sheath/guiding catheter and stent system should be removed as a single unit"). Also, the patient's anatomy (heavy calcification) played a part in the root cause. Since the most probable root cause, in this case, is the violation of a warning clearly stated in the IFU, the corrective action shall consist of a follow up letter to the physician. This MDR is considered closed by the quality assurance deparment.